Event description:
Discordant co2 results were obtained on an advia 1800 for 15 pts on (B)(6) 2009, and another 15 pts on (B)(6) 2009. The initial results from (B)(6) were reported to the physicians. The results were rerun after qc was found to be out. Reports with corrected values were then issued. The initial results from (B)(6) were not reported to physicians. Only the rerun, corrected values were reported. There were no reports of adverse health consequences or intervention due to the discordant co2 results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. After analysis of the instrument and instrument data, the fse replaced the degasser to the incoming di water supply. The instrument is performing within specifications. No further eval of the device is required.